Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after cataract surgery with intraocular lens (iol) implantation, the patient's results were significantly different from the target, there was +1.75d hyperopic shift. According to the doctor, there might be a difference in the lens power, and the displayed power might not have matched the intraocular lens. Based on the additional information received, there is a high possibility that the intraocular lens will be replaced through re-operation. The surgeon noted that although the target refraction was emmetropia, an immediate postoperative hyperopic shift of +1.75 d was observed. This finding was initially monitored, as a myopic shift can occur during postoperative stabilization; however, no refractive change was noted over time. As there were no significant differences in axial length or corneal curvature before and after surgery, it is possible that the implanted iol was not of the labeled power. The patient experienced inconvenience due to the hyperopic shift and requested an iol exchange. The surgery involved patient's right eye. Based on the additional information received, an intraocular lens (iol) from a different company, with a different model and diopter, was implanted as a piggyback iol on (B)(6) 2026. This iol was selected as an injector-type lens to prioritize a small-incision procedure. The surgeon considered the outcome acceptable. There were no signs of inflammation, and follow-up observation is currently ongoing.